Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, from approximately one day, to one week post implant, the right ventricular (rv) lead exhibited rising, unstable and high thresholds. The rv lead threshold ultimately stabilized and remains in use. No patient complications have been reported as a result of this event.